Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2005 - patient underwent repair of incisional ventral hernia with composix kugel "type" mesh (no product identifiers). Extensive adhesions were noted requiring several hours to remove. The patient had several small defects and one large defect, one mesh was used to repair all defects. On (B)(6) 2008 - patient underwent repair of recurrent ventral incisional hernia with composix mesh next to the previously placed mesh. The composix mesh was tailored to size and placed proximal to the previous mesh. The previous mesh was noted to be partially explanted. An abscess was noted to be identified at the lower portion of the mesh which appeared to be from a previous abdominal trauma in 2004. On (B)(6) 2009 - patient underwent incisional hernia repair with composix mesh. The new mesh slightly overlapped one of the previously placed meshes. On (B)(6) 2009 - patient underwent evacuation of abdominal wall abscess with wound vac placement. On (B)(6) 2010 - patient underwent excision of the both composix meshes. Once the mesh was cut in the midline, foul smelling pus extruded. All mesh, sutures and tacks were removed. The mesh appeared to be infected. The medical records note the composix mesh had appeared to have a broken plastic ring with erosion however it should be noted that the composix mesh does not contain a plastic ring so therefore it can only be assumed it was that of a composix kugel. On (B)(6) 2010 - patient underwent incision and drainage and washout of abdominal wound. No evidence of fistula formation.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on medical record review the patient underwent a recurrent ventral incisional hernia with composix mesh on (B)(6) 2008. Medical records note the patient had extensive adhesions requiring several hours of adhesiolysis. There were several small defects and one large defect. Composix mesh was tailored and placed next to previously placed composix kugel "type" mesh. Approximately one year post implant, patient underwent incisional hernia repair with composix mesh. Mesh was placed slightly overlapping previously placed meshes. The hernia was not recurrent as it was noted to be in the epigastric area. On (B)(6) 2009, patient underwent evacuation of abdominal wall abscess with wound vac placement. On (B)(6) 2010, patient underwent excision of both previously placed composix meshes. The mesh was cut in the midline and foul smelling pus extruded. Medical records note the mesh appeared to have a broken plastic ring exposed. There is no pathology report available and operative report does not indicate if the plastic was broken in result of handling during the incision into midline of mesh. Additionally, it should be noted that composix mesh does not contain a plastic ring so therefore it can only be assumed it was that of composix kugel. Three days later patient underwent incision and drainage, and washout of abdominal wound. Based on the information provided it's unknown whether the device may have caused or contributed to the reported event. The patient had a severe abdominal trauma in 2004 which led to hernia formation, adhesions and abscess. The patient was treated for recurrence however the hernia defect was not the same location of previous hernia repairs. Medical records indicate patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. An unresolved infection, however, may require removal of the prosthesis.." Additionally, no sample has been returned. No conclusion can be drawn. Information related to recalled composix kugel mesh implanted on (B)(6) 2005 has been reported in accordance with (B)(4). See MDR 1213643-2011-00284 for information related to composix mesh implanted on (B)(6) 2009.